Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 9:30am with blood glucose of 600+ mg/dl. Troubleshooting was performed and pump failed and was replaced. The customer experienced symptoms such as diabetic ketoacidosis. The customer was treated with overnight stay in hospital. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.